Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that one self-test item could not pass the test. The device was evaluated by the distributor only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the power pca (printed circuit assembly) was defective. After replacing the power pca by a third party, the device was back to normal use. Based on the information available, the cause of the reported problem was defective power pca. The reported problem was confirmed. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by distributor only.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that heartstart xl+ defibrillator/monitor failed the treatment implementation test. There was no reported patient involvement.